Manufacturer narrative:
Correction to the initial MDR in block h11. Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event. Block d.2b; additional applicable product codes: qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 3171838. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced paralysis feelings in the legs. The patient will follow up with health care facility. No further information has been obtained despite good faith efforts. Additional information was received indicating that the patient has had ongoing neurological issues and is currently seeing other specialists to investigate the paralysis. Based on the physician assessment the paralysis is not related to the device or the procedure.

Manufacturer narrative:
Block d.2b; additional applicable product codes: qrb additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 3171838 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced paralysis feelings in the legs. The patient will follow up with health care facility. No further information has been obtained despite good faith efforts.